Event description:
It was reported that during routine in-clinic follow up, oversensing of far p waves was observed. Programming changes were recommended. The patient will continue to be monitored. No further information is available.